Event description:
It was reported that post-injection a misplacement of spaceoar occurred, resulting in infiltration of the rectal wall. However, following this incident, no patient complications were reported.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.